Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stryker right knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device remains implanted.

Event description:
It was reported patient had a revision of right knee on (B)(6) 2007 and continues to experience pain and discomfort. Patient cannot sit for long periods of time; her knee is swollen and has difficulty walking.

Manufacturer narrative:
As per the op report received, the reported device is not a stryker product. It is reportedly exactech products. No further investigation is required at this time.

Event description:
It was reported patient had a revision of right knee on (B)(6) 2007 and continues to experience pain and discomfort. Patient cannot sit for long periods of time; her knee is swollen and has difficulty walking.